Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure: hysterectomy. According to the reporter: needle broke off in gyn case and left in patient. The surgeon left the needle inside the vaginal cuff. After the CT scan which showed the needle, the surgeon left the needle inside vaginal cuff.